Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found; full lead was returned.

Event description:
It was reported that during the implant procedure, the stylet became stuck in the lead lumen. The physician did not feel comfortable using the lead. It was not implanted and there were no reported patient complications as a result of this event.